Event description:
"Excelsior sl-10 placed through guider 6f into lt internal carotid aneurysm approximately 8mm in diameter. Gdc 3d 8x20 coil introduced into catheter. First loop went into the parent vessel. Coil withdrawn and repositioned. Again first loop went into parent vessel. Coils again withdrawn and repositioned. After deployment of about 15cm of coil the position was deemed unsuitable as loops were protruding into the parent vessel due to the wide next of the aneurysm. Dr began to retrieve the coil but it was obvious that the coil has prematurely detached in the catheter. No excessive manipulation or torquing had been exerted on the coil. Dr had great difficulty retrieving the coil with the use of retrievers and attracter but eventually managed to retrieve the coil by severing the hub from the microcatheter and placing the loop of the retriever over the microcatheter, advancing the retriever to the neck of the aneurysm and tightly looping the retriever down on the microcatheter with the coil inside."